Event description:
The account alleged the bed exit could not be set. No pt impact.

Manufacturer narrative:
The technician found the scale was not zeroed before attempting to set the bed exit system, user error. The scale was zeroed by the technician and the bed exit system operated as designed.